Event description:
A literature article received notes that a patient with an abbott legacy dual-chamber device exhibited inappropriate mode switch episode due to competitive atrial pacing (cap) induced atrial fibrillation, and inappropriate mode switch episodes due to sustained and non-sustained cap and far-field r-wave oversensing noted on both abbott legacy dual-chamber devices and gallant devices.